Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported torn clip introducer (ci) was confirmed. The reported difficulty removing the ci and difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) was not confirmed. The reported leak (an intravenous fluid bag was inadvertently placed upside down and air had gotten into the tubing and into the system) could not be replicated in a testing environment as it was related to operational circumstances or procedure). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that in the mitraclip nt instructions for use (IFU) warns: heparinized saline flush should be continuous throughout the procedure. Ensure flow is visible through the drip chamber and that tubing is free from kinks and/or obstruction and pressure of 300 mm hg is maintained. Discontinuing flush may result in air embolism and/or thrombus formation. In this case, it was reported that the IV fluid bag was observed inadvertently placed upside down resulting in air into the tubing and into the system. All available information was investigated and a definitive cause for the clip getting caught on the ci (difficulty removing the ci), resulting in the identified tears in the ci and difficulty removing the cds from the sgc in this incident could not be determined. The returned device analysis confirmed tears in the ci which is indicative of an interaction between the clip and ci during retraction; however, the analysis was unable to replicate the difficulty retracting the clip into a proxy sgc. In this case, it is possible that the user technique of retracting the cds contributed to the clip caught on ci; however, this cannot be determined. The reported leak was due to user error due to the IV fluid bag inadvertently placed upside down. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as air entered the system. The device was difficult to remove and the clip introducer was torn. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. Two mitraclips were implanted without reported issue. A third clip delivery system (cds 70915u161) was advanced into the steerable guide catheter (sgc); however, did not advance beyond the guide flush chamber. The intravenous fluid bag was observed inadvertently placed upside down. Air had entered the tubing and into the mitraclip system; aspiration was performed. Cds removal was attempted; however, difficulty was experienced as the mitraclip was hooked on the edge of the clip introducer. The cds could not be advanced nor retracted at this point. The cds and sgc were, therefore, removed as a single unit. The two previously implanted mitraclips were considered sufficient, reducing the mr to grade 2+, and the procedure was discontinued. The patient is in fine condition. After the devices were removed, outside the anatomy, an attempt was made to separate the cds from the sgc; resistance was met. The mitraclip that was hooked on the clip introducer caused a tear in the clip introducer. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.